Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis of 467 mg/dl on (B)(6) 2019. Customer experienced vomiting, nausea and customer was treated with insulin injection. Customer stated that automode was active during high blood glucose event. Customer declined troubleshooting as high blood glucose was caused due to bent cannula. Insulin pump will be retuned for analysis.